Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking. Then the hemostatic valve of the sheath was leaking. Nothing appeared to be broken. The hemostasis valve (gasket) did not become dislodged inside or outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient, air did not enter the patient¿s body and the approximate volume of blood that was lost was minimal, a few ml possibly. No patient consequences were reported. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On (B)(6)2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking. Device evaluation details: visual analysis revealed that the hemostatic valve was broken inside the hub component. A device history record evaluation was performed for the finished device 50000146 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
Per internal review on 24-jan-2023, the product investigation was updated. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. Due to the condition of the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on 2-jun-2023, it was noticed the incorrect investigation conclusion code was provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(6). The incorrect code cause not established d15 was previously provided. The correct investigation conclusion code is unintended use error caused or contributed to event d1102. Section h6. Investigation conclusions has been corrected.